Event description:
The customer reported that on (B)(6) 2011 erroneous, elevated cardiac troponin (accutni) results were generated on an access 2 immunoassay system for three patients. This is report one of two and represents the erroneous accutni results generated for one patient. The initial accutni result was higher than expected and within the risk stratification range of the assay. Subsequent testing on the same and an alternate instrument produced lower results, within the normal reference range. The initial result was reported outside of the laboratory, and the patient underwent a stress test based upon the erroneous accutni result. No patient demographic information was provided by the customer. The sample was collected in a plasma tube and centrifuged prior to testing. Beckman coulter inc assessment of customer supplied instrument performance data indicated that a system check performed prior to, and on the day of, the event yielded results within the customer's established specifications. Instrument accutni quality control (qc) results recovered within the customer's established specifications prior to the event date. However on the day of the event, qc results did not meet customer established specifications. Repeat qc assessments performed on that same day recovered both within and outside customer established specifications. The customer replaced the instrument aspirate probes in response to the out of specification quality control results. Quality control results were also out of range for access creatine kinase-mb isoenzyme (ck-mb) and myoglobin. However, the customer is not questioning any other patient results or assays.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) noted that the wash carousel heater tape wire was broken. This was replaced and connected. The fse replaced the wash carousel heater element. The fse removed the wash wheel and cleaned spill. The spill was internal to the machine and did not pose a slipping or exposure concern to healthcare workers or patients. The fse lowered the luminometer relative light units closer to target value. A system check was performed which failed due to substrate %coefficient of variation. The fse replaced the substrate valve. The fse repeated the system check, along with a twenty repetition wash buffer blank assessment and a ten repetition precision assessment. All assessments passed validation. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2011-04648, 2122870-2011-04806.